Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer did not observe insulin drops exit the patient line of the cartridge during the fill tubing process with multiple cartridges. During troubleshooting, tandem technical support assisted the customer in going through the load process. Customer confirmed drops were exiting the tubing. The customer's blood glucose was not impacted.